Manufacturer narrative:
(B)(4), date sent: 3/4/2024. Additional information was requested and the following was obtained: procedure: lower left lobectomy surgeon fired pve35a across the main honorary artery. After firing he didn't see immediate bleeding but vessel in the parencha of the lung. He tried to stop bleeding with sponge stick and compression. He completed lower venous drainage of the lower lobe by firing pve35a two additional times on veins. He used same device that he used in the first firing. There were no issues on the two additional firings on the veins. He said to stop bleeding from first firing the clamped the hilum of the left lung due to the compression not working. They were unsuccessful at stopping the bleeding. Surgeon has used the device for the past five years. Bleeding intraoperative. Patient passed away in the operating room.

Manufacturer narrative:
(B)(4) date sent: 2/13/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Can further details be provided, regarding the events that lead to the patient's death? Please provide a time line of events? What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? What was the procedure? What vessel was the device used on when the alleged issue occurred? Is there an autopsy report available? What was the cod? Is the surgeon interested in speaking with ethicon medical and engineering staff? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats, the patient passed away. No further information at this time but the stapler was used during the procedure.